Event description:
The customer's mother stated that the customer was hospitalized for diabetic ketoacidosis and the blood glucose reading was 430 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but alarmed motor error during the high pressure test. The insulin pump also passed displacement and self test.

Manufacturer narrative:
Currently, it us unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.